Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter during pretest and use was discouraged. Per follow up information received via ibc on 05may2025, stated that during use, there was patient involvement.

Event description:
It was reported that the sterile water leaked from the foley catheter during pretest and use was discouraged. Per follow up information received via ibc on 05may2025, stated that during use, there was patient involvement. Per investigator's notification received on 27oct2025, it was reported that there was a balloon mushroomed found in the foley catheter during sample evaluation.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: visual evaluation of the returned four-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted the first photo sample shows top view of catheter. The second photo sample zooms in on end of catheter with deflated balloon. The third photo sample shows trifurcation of the catheter. The fourth photo shows the inflation valve cap. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Verified material number 119314 and manufacturing lot number ngjx4588. Visual inspection noted the balloon had mushroomed (B)(4). The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a pinhole measuring less than 0.013" found at the trifurcation. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.